Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 800 mg/dl; cause was unknown. Customer attempted to self-treat by giving themselves a manual dose injection; however was treated intravenously with fluids of saline and insulin in the ER. Reportedly customer was experiencing chest pains and breathing problems. Customer was released from the ER the same day with no permanent damage.